Manufacturer narrative:
Additional information: patient age, weight and sex provided. Product analysis: the device was returned for evaluation with the balloon in a post inflated state. The inflation/deflation lumen was stretched. It was not possible to perform inflation/deflation testing due to the condition of the returned device. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Please note that this device (solarice) is not marketed in the united states; however, the device is deemed the same as the united states marketed device (euphora). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure involving one solarice coronary balloon catheter, balloon deflation difficulties were encountered. The balloon was unable to be deflated at the lesion site following first inflation. The balloon was removed inflated. No interventions were required to remove the balloon. The lesion being treated was mildly tortuous and severely calcified located in the mid left anterior descending (lad) artery with 80-90% stenosis. The lesion was pre-dilated. The device did not pass through a previously-deployed stent. No resistance was encountered when advancing the device. No excessive force was used during delivery. The device was inspected prior to use with no issues. The device was negatively prepped with no issues. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Additional information: there were difficulties experienced when removing the device using the non-medtronic guide catheter however it was managed to be removed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Image analysis: one image received depicted the device¿s balloon with the guidewire still loaded. The balloon appeared to remain inflated, with contrast visible inside. There may be some necking observed at the inflation lumen/proximal bond; however, due to image blurriness, this could not be conclusively confirmed. The characteristics of the balloon in the image were consistent with the reported event. Additional information: the balloon was removed inflated using the guide catheter. 12-14 atm pressure was applied for the inflation of the device. No difficulties were noted during inflation. The device was not moved or repositioned while inflated. 50/50 concentration of contrast / saline was used. No difficulties were experienced removing the protective sheath/stylette. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.